Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that that patient was admitted for suspected acute blood loss anemia. A colonoscopy and endoscopy were performed during which no source of bleed was found. The patient received 2 units of packed blood cells after which the anemia resolved. The patient was discharged home in good condition.

Manufacturer narrative:
Section a4: patient privacy laws prohibit the release of private patient information and patient date of birth should have been removed from the previous report. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of this IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 24mar2022. No further information was provided. The manufacturer is closing the file on this event.